Manufacturer narrative:
The article did not provide the product identification necessary to review manufacturing history. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
Information was received based on review of a journal article titled, "taper failure after large-diameter metal-on-metal total hip arthroplasty" which examines a case study of a patient with a metal-on-metal hip prosthesis. A patient was identified in the article that underwent a total hip arthroplasty with metal-on-metal implants on an unknown date. The patient was revised approximately ten years post-implantation due pain, disassociation, fretting, and corrosion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Information was received based on review of a journal article titled, "taper failure after large-diameter metal-on-metal total hip arthroplasty" which examines a case study of a patient with a metal-on-metal hip prosthesis. A patient was identified in the article that underwent a total hip arthroplasty with metal-on-metal implants on an unknown date. The patient was revised approximately ten years post-implantation due to pain, disassociation, fretting, corrosion, clicking, squeaking (audible noise), leg shortening, neck impingement/notching leading to the head disassociation, metal debris, necrotic tissue with armd, and retroacetabular osteolysis.